Event description:
It was reported the patient is not receiving the level of benefit that he desires from his scs system. The patient indicated his programmer was taking 60-90 seconds before the amplitude would change. The patient was sent a replacement programmer and indicates it takes 15 minutes to increase his stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.